Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2010 and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4) dyspareunia. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient experienced pain, bleeding, erosion, extrusion and urinary and bowel disturbances. On (B)(6) 2010 the patient experienced having voiding problems, frequency and mild urgency, irritation, burn, and odor. It was reported the patient was seen for follow up visit on (B)(6) 2010 after exploratory laparotomy and lysis of adhesions, staples were removed. On (B)(6) 2012 it was reported the patient experienced ¿bladder tack fell out¿ she was experiencing itch, burning, discharge, odor, leakage, and urge incontinence. No additional information is provided at this time. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and a mesh was implanted. It was reported that the patient underwent an exploratory laparotomy, lysis of pelvic adhesions, lso on (B)(6) 2010, due to left lower quadrant pain, pelvic pain, left ovarian cyst, r/o pelvic adhesions. It was reported that the patient underwent a cystoscopy with left double-j stent placement on (B)(6) 2013, due to left ureteral calculi. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 08/04/2016.